Event description:
Pt had mid thigh pain due to distal stress shielding on the amistem. After two months, the pt feels better. No revision surgery planned so far. Medacta was informed on february 21, 2013. Ref MFR #3005180920-2013-00026.